Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they did a battery replacement today, and while viewing the old ins battery impedances, one electrode was out of range. No patient symptoms or further complications were reported as a result of this event.